Manufacturer narrative:
Returned for evaluation was one (1) 28cm bioflo dialysis catheter. The customer's complaint description of catheter fracture is confirmed. The catheter was received fractured just proximal to the cuff. A slice and scratches were noted to the catheter just distal to the cuff. A definitive root cause for the catheter detachment could not be determined. However, based on the damage noted to the catheter distal to the cuff, it is likely that the catheter was cut or damaged in use prior to the catheter fracture/detachment. No manufacturing non-conformances were observed during sample review. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the following is provided as a reference from dfu: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. Warning: only a physician familiar with the appropriate techniques should attempt the following procedures. Insufficient flows: the following may cause insufficient blood flows: ·occluded arterial hole due to clotting or fibrin sheath. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Correction: d4 h4 reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a bioflo duramax 15.5f 28cm dual valve sheath basic kit. 6 months post procedure, the catheter was found to be cut/fractured near the cuff. The catheter did not function as well as it should have during a dialysis procedure that uses high pressure. As the physician started to remove the catheter from the patient, the catheter cut/fractured proximal to the cuff, inside of the patient. The doctor was able to remove the retained tubing with a clamp. The catheter was replaced with a new of the same device. The patient was reported as stable due to this event.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).